Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having intermittent return of symptoms. They stated they would have some good days and some bad days since implant. Appropriate sensory response, patient programmer use, and diary use were reviewed. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.